Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. The reporter the "difference was between 40 and 60 mg/dl". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.